Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting them with troubleshooting the unit. The customer confirmed they could not hear audible alerts at the pc's they expected to hear them (nurses station clients 1 and 2). The rse used philips remote services (prs) to log into the unit and discovered the system had been running for 777 straight days without a reboot. The rse recommended the customer reboot the servers and clients every 30 days as recommended the guide. The rse found that most of the beds configurations were set to only alert at client 2, which they cannot get the application to run on under the obtv user account that staff was logging in with. The rse had the customer change the account that they were logging into and now client 2 is up and running. The rse also changed the configuration to send alerts to the 3 clients which staff expected to hear from. Lastly, the other clients were new / replacement clients and real time alerting had not been installed to them, so this install was added to the bed alert configuration. Based on the information available in the case and the information provided, the cause of the reported problem was confirmed to be a configuration issue. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the customer were not hearing the patient alerts where they expect to hear them. The device was in use on a patient at the time of the event, there was no adverse event reported.